Manufacturer narrative:
The biomedical engineer reports that the display on the cns (central monitoring system) has gone bad. Patients on the cns are still being monitored remotely through a slave monitor. Attempts to gather additional information such as; if the defective display was replaced have been unsuccessful. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the display on the cns (central monitoring system) has gone bad. Patients on the cns are still being monitored remotely through a slave monitor. Attempts to gather additional information such as; if the defective display was replaced have been unsuccessful.